Event description:
Pt found in cardiac arrest at 0639 on (B)(6) 2011. Resuscitation attempt initiated. Intraosseous access was attempted using ezio drill. Drill stopped working halfway into the process. Paramedic had to complete insertion by manually screwing io needle into mediolateral tibia. Manual insertion was successful and drugs were administered using this access. Resuscitation attempt ceased at 0700 by medical control order. Body was turned over to (B)(6) medical examiner's office.